Event description:
Philips received a complaint on the tempus pro indicating that the etco2 (end-tidal carbon dioxide) internal piece broke away from port when removing etco2 (end-tidal carbon dioxide) nasal cannula. The device was not in use at the time of the event.

Event description:
It has been reported to philips the etco2 internal piece broke away from port when removing etco2 nasal cannula. This piece has been taped to the top of the tempus.